Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed due to degradation.based on the results of the investigation, the most probable cause of the complaint is component failure. However, a definitive root cause could not be identified. In addition, the following reportable malfunctions were identified during the device evaluation: crack on video connector, debris under distal cover glass, and fiber breakage. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during preparation for use, the rigid videoscope displayed no picture when plugged in. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during preparation for use, the rigid videoscope displayed no picture when plugged in. There were no reports of patient harm.